Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Not returned,

Event description:
It was reported that the customer needed to wiggle the usb cable while it was inside the pump usb port in order to allow the pump to charge. The customer's blood glucose (bg) level was 102 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.